Event description:
It was reported that the patient's blood glucose level (bg) rose to 300 mg/dl while wearing the pod for 20 hours. The pod reportedly fell off the infusion site (leg), causing the cannula to dislodge. Additionally, it was reported that there was redness and swelling at the pod site. As treatment a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula.

Manufacturer narrative:
No damages or deficiencies were observed that would contribute to the reported dislodged cannula. The cause of the reported dislodged cannula could not be determined. The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause skin swelling and no issues were found. The exact cause of the swelling could not be conclusively determined. The adhesive pad and welds were inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the cause of the reported adhesive issue could not be determined. The exposed portion of the soft cannula was found to have two tears and flattened tip. Fluid was observed exiting the tears during a leak test. It could not be determined when and how the tear occurred. The downloaded data does not show any timeouts or drive stalls. The damaged soft cannula did not contribute towards the reported events.